Event description:
Per the clinic, the device was explanted due to recurring infection. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.